Event description:
This report is about one (1) pt who has returned to baseline condition. However, complainant states that the reported described usage is practiced with several other pts of which no reported problems have been detected. Complainant to review current facility protocols for tracheostomy device usage and revise practice accordingly. 1 (one) 6 lpc and one (1) 6 cfs device was returned on 10/6/97.

Manufacturer narrative:
Eavl results: the mfrs analysis and eval of the returned 6 lpc and 6 cfa devices could not confirm the reported inner/outer cannulae nonperformance. Visual and functional testing was performed. The results were acceptable on all of the inner cannulae. The 15mm inner cannulae fit was within specs, except when they are exchanged. A lot number review of the mfg records indicates these products were 100% inspected and acceptable upon release.